Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was fractured. To date, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was fractured. To date, the lead remains in service. No adverse patient effects were reported. Additional information indicated that the lead exhibited loss of capture (loc), high impedance, and high capture thresholds as a result of the fracture. The lead was surgically abandoned and replaced.